Manufacturer narrative:
The reported devices were not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the devices are unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that the surgeon was on the final insertion of the most proximal locking hole of the acu-loc 2 vdr plate when the surgeon heard a crack and noticed a bone fracture on volar cortex extending proximally. The screw was left in the plate and the surgery was completed after a 10-minute delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00551 for the plate involved in this event.